Event description:
The patient reported receiving repeated 04 (occlusion) error messages on his insulin infusion device. He stated he has an elevated blood glucose reading in the 300's mg/dl with his normal range being 100-130 mg/dl. He said he is not having any symptoms of high blood glucose. To troubleshoot, the patient was instructed to disconnect from his site and bolus into the air. The patient stated he would prefer to try to bolus into his body as he needs to treat his elevated blood glucose. The patient bolused 8 units of insulin into his body which went through without error. Troubleshooting did not find any issues with the product and was unable to duplicate the error message. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.